Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it took multiple times to fix the left ventricular (lv) lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.